Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively after a laparoscopic sleeve gastrectomy procedure. The patient was operated on with the reload during which there seemed to be no malfunctions. However, the patient was complaining of pain. The surgeon re-operated because a fistula had been found due to the staples opening up. The event lead to an extension in patient hospitalization.